Event description:
The customer reported being hospitalized due to low blood glucose of 24mg/dl. Assisted the customer to run the displacement and self test and they passed. The customer stated that she delivered 20.0 units of insulin, and when she checked the reservoir it shows less than what she initially placed in the insulin pump. No further information was provided.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Reservoir passed per specifications. No occluded anomaly was observed during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.